Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error image on the screen. Customer¿s blood glucose level was unknown. No other insulin pump error was displayed before the critical pump error image was displayed on the screen. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test and active current measurement. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies. No critical pump error alarms noted.